Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had cardiac arrest and the implantable cardioverter defibrillator (ICD) did not deliver therapy for a ventricular fibrillation (vf) episode. A check on the device yielded that the device withheld therapy after classifying the episode as an supra ventricular tachycardia (svt) with wavelet. The device remains in use. No further patient complications have been reported as a result of this event.